Event description:
The customer reported that the pilot balloon of the tube deflated and had a leak in the seam.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.